Event description:
It was reported that this peritoneal dialysis (pd) patient reported completing in-center hemodialysis (hd) due to peritonitis. Additional information was provided through follow-up with the pd clinic. The patient was seen on (B)(6) 2024 for symptoms of abdominal pain and fever. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with ceftazidime 2g daily intraperitoneal (ip) and vancomycin 1750mg weekly ip. The culture resulted positive for micrococcus luteus with a white blood cell count of 450 with 49% neutrophils. The patient¿s pd catheter (not a fresenius product) was pulled (date not provided). The patient permanently transitioned to in-center hemodialysis (hd) on (B)(6) 2024. No cause of the peritonitis event was provided.

Manufacturer narrative:
Correction provided in b2.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported completing in-center hemodialysis (hd) due to peritonitis. Additional information was provided through follow-up with the pd clinic. The patient was seen on (B)(6) 2024 for symptoms of abdominal pain and fever. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with ceftazidime 2g daily intraperitoneal (ip) and vancomycin 1750mg weekly ip. The culture resulted positive for micrococcus luteus with a white blood cell count of 450 with 49% neutrophils. The patient¿s pd catheter (not a fresenius product) was pulled (date not provided). The patient permanently transitioned to in-center hemodialysis (hd) on (B)(6) 2024. No cause of the peritonitis event was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between utilization of the liberty select cycler and the liberty cycler set and the patient event of peritonitis with transition to in-center hemodialysis (hd). However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis event was not provided, the culture result of micrococcus luteus suggests a breach in aseptic technique. This organism is part of the normal flora on human skin as well as in the mouth and mucosa. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported completing in-center hemodialysis (hd) due to peritonitis. Additional information was provided through follow-up with the pd clinic. The patient was seen on (B)(6) 2024 for symptoms of abdominal pain and fever. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with ceftazidime 2g daily intraperitoneal (ip) and vancomycin 1750mg weekly ip. The culture resulted positive for micrococcus luteus with a white blood cell count of 450 with 49% neutrophils. The patient¿s pd catheter (not a fresenius product) was pulled (date not provided). The patient permanently transitioned to in-center hemodialysis (hd) on (B)(6) 2024. No cause of the peritonitis event was provided.